Event description:
New information received stated that the lead was capped and replaced.

Event description:
It was reported that the patient received inappropriate therapy due to noise. Lead defect suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.